Manufacturer narrative:
The analyzer serial number is (B)(6). The customer stated that after allowing both patient samples to come to room temperature, the repeat results for both samples matched. The field service engineer (fse) checked the analyzer and verified probe alignment and water levels. The investigation is ongoing.

Event description:
There was an allegation of questionable ck creatine kinase results for 1 patient on a cobas 6000 c (501) module. The customer received two serum tubes from the same patient collection for two different test panels that both included ck. The difference in the ck values between the tubes collected at the same time prompted them to question the results. The ck result from the first patient sample was 141 u/l. The ck result from the second patient sample was 70 u/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The investigation did not identify a product problem.